Event description:
It was reported that the ventilator failed pressure transducer test and o2 cell test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test and o2 cell test failed during pre-use check. The device failed to meet its specifications. There was no patient involvement. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the nozzle units of air and o2 gas modules were defective. Moreover, o2 cell has been identified as faulty. All mentioned parts should be replaced to resolve the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. According to the user¿s manuals for servo-I rev. 06, and service manuals for servo-I rev. 10 preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. One of the parts which must be replaced in order to keep the ventilator function safe for the patients are nozzle units, which are also included in maintenance kit 5000 hours. It is essential to replace nozzle unit as specified in our device documentation to avoid failure of the device. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 07/22/2005; corrected manufacture date: 07/26/2005.

Event description:
Manufacturer's ref. #: (B)(4).